Event description:
The customer reported to philips healthcare that the "main board is damaged" on the heartstart mrx which is "why the equipment doesn't start". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.